Event description:
Resident was being transferred by two staff members with the use of the c3 lift when she slid out of the lift sling hitting her, creating a 2.0cm laceration on the left posterior occiput. The resident was transported to the hospital for sutures and returned to the facility with no ill-effects. The resident has a left above the knee amputation and this is believed to be a contributing factor in the fall from the lift sling. Staff were using the sling as illustrated in the users manual. Staff reported the resident slid through an opening in the sling. The method of transfer was re-evaluated and another method of sling application was determined to be a safer transfer for this individualdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: design - inadequate, design - human factors, telemetry failure, patient's condition - predisposed event, unanticipated. Conclusion: device failure directly contributed to event, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided, inserviced by manufacturer/distributor representative, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.